Manufacturer narrative:
(B)(4).

Event description:
Patient stated via representative they followed up with botox, which she didn't really like. Patient health care provider was going to refer her to another doctor for another opinion, but the day before that happened she was in church and a miracle happened and her bladder was healed. Patient stated her bladder healed about two years ago, but the device was removed probably around 4 years ago. It was reported that it just wasn't the answer for her. Patient provided no further details. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.